Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring guide wire and dilator kinked during insertion.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) for evaluation. The swg should signs of use in the form of biological material, was slightly kinked at the j-tip. No coil offset was identified at the kinked area. The length and outer diameter of the swg were measured and were found to be within specification. The swg was advanced through a lab inventory arrow raulerson syringe (ars) and introducer needle assembly without issue. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. The customer reported issue of the swg becoming kinked was confirmed during the complaint investigation. The customer returned one used swg kinked at the distal end. Dimensional and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring guide wire and dilator kinked during insertion.